Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service representative completed troubleshooting of the instrument which involved part replacements and the performance of precision and carryover studies, which were acceptable. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Information regarding proper centrifugation was provided to the customer, as indicated in the operations manual. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, ln 01g06 was identified.

Event description:
On (B)(6) 2012: the customer stated they generated elevated magnesium results for 1 patient while using the architect c8000 process module. The customer provided the following results (mg/dl) : initial 7.6/ retest 2.2. No adverse impact to patient management was reported.

Event description:
On (B)(6) 2013 the retest result data was clarified: the retest result was 2.6 not 2.2 as previously reported. The customer stated they generated elevated magnesium results for 1 patient while using the architect c8000 process module. The customer provided the following results (mg/dl): initial 7.6/ retest 2.6. No adverse impact to patient management was reported.

Manufacturer narrative:
The evaluation is in process.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.